Event description:
It was reported "hme cracked resulting in large circuit leak which created some confusion over ability to face mask ventilate post induction". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The manufacturing site has reviewed the photo and reported the following: "based on the photo provided, the device found crack at the housing area. This complaint is not confirmed, the product found crack at the housing may due to high force applied on the device or mishandling causing the device cracked. The defect is very obvious and can be seen by naked eyes. IFU mention that do not use if package is broken or product is damaged. In current manufacturing procedure, 100% leak testing and visual inspection after assembly process are conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the crack product to be released for shipment."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "hme cracked resulting in large circuit leak which created some confusion over ability to face mask ventilate post induction". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported "hme cracked resulting in large circuit leak which created some confusion over ability to face mask ventilate post I nduction". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was returned for evaluation. A visual exam was performed and it was observed that the device was cracked. It was reported by the customer that the crack was found during use. The crack at the housing could be due to high force applied on the device or mishandling by the user. The defect is very obvious and can be seen by the naked eye. The IFU mentions not to use if the package is broken or if the product is damaged. In current the manufacturing procedure, 100% leak testing and visual inspection after the assembly process are conducted; therefore, defective products will be found prior to release from the manufacturing facility.